Manufacturer narrative:
Explanted date: (B)(6) 2018 additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that reason for explant was due to pain from the original surgery at the incision site. No device malfunction was suspected. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.